Event description:
Related manufacturer reference number: 2017865-2024-03186. It was reported that the leads were explanted due to infection. No other information was available.

Manufacturer narrative:
Further information requested but was not received.